Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient noticed diaphragmatic stimulation and phrenic nerve stimulation. The lv output was decreased and the lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.